Event description:
The customer called to report a blank display after attempting to bolus. Troubleshooting was performed, and the display remained blank. The reported blood glucose reading was 383 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.